Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheter was not in straight line, off centered top and bottom in different directions, design flaw, packaging flaw, looked like crooked spaghettis. 25% of box 30 were unusable. Pt has used twisted ones in the past that made him bleed so thrown out caths that were affected by this problem it's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported the catheter was not in straight line, off centered top and bottom in different directions, design flaw, packaging flaw, looked like crooked spaghettis. 25% of box 30 were unusable. Patient has used twisted ones in the past that made him bleed so thrown out caths that were affected by this problem it's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 09nov2025, I threw those defective catheters out. However, this is not an unusual problem with your catheters. Almost every box has misshapen catheters. No medical intervention was required. However, misshapen catheters can cause bleeding.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheter was not in straight line, off centered top and bottom in different directions, design flaw, packaging flaw, looked like crooked spaghettis. 25% of box 30 were unusable. Pt has used twisted ones in the past that made him bleed so thrown out caths that were affected by this problem it's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.